Event description:
In 2000: pt has received a total hip with constraint acetabular cup. Two days later: op reduction carried out because of luxation. One week later: new full constraint cup placed, combined with a stanmore femoral component, again because of luxation.